Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting it is unknown when the low impedance was first observed. They don't have information regarding the cause of the low impedance other than it was thought there was an issue with the tablet. They are not aware of what happened and unknown if the impedance issue resolved. They stated the call was mostly about the programmer and not the patient. They switched out the programmer and the patient is no longer having issues.

Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received a warning message and was unable to increase amplitude. They did not know the warning message. Additional information was received from a manufacturer representative (rep) reporting when they were programming the patient with the clinician application, the left brain side programmed fine but when they went to the right brain side, they were unable to increase amplitude, but did not get any error message. Then the hcp checked impedances and two contacts that were not used had low impedances. They checked impedances again and the app screen went all white with black letters. An error message came up but they did not know what it was. The app then shut down. The hcp restarted the tablet, launched the app, and this time, all the settings were fine. Information regarding replacement for the clinician tablet was reviewed with the rep.